Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 15 years since the subject device was manufactured. Based on the results of the investigation, due to leakage from the plug unit and sc-cover, reprocessing could not be conducted properly therefore the the foreign material could not be removed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope had no image. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found there was foreign material in the air/water tube and cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; switch box has a dent; air/water cylinder has no color; suction cylinder has no color; right/left knob is shaved; grip is shaved; plug unit has corrosion due to water leakage; scope connection case unit has corrosion due to water leakage; label on scope connector is peeled; due to corrosion on plug unit, the image is not displayed; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; plastic distal end has a chip; objective lens has a scratch; and connecting tube has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.